Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (belt does not communicate with monitor) was unable to be duplicated. The electrode belt was found to be able to communicate with a monitor. Upon further investigation, ECG b had a defective component. Additionally, there was corrosion found on the crimps of the ECG. The root cause for the defective component could not be positively identified. The root cause of the corrosion was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.